Manufacturer narrative:
Stated from complaint: logs confirmed power up at (B)(6) at 7am, switching. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities. *this is one of three reports ((B)(4)) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that a patient experienced battery switching. The controller and batteries were exchanged with no reported consequence or impact to the patient. The devices were exchanged from facility stock. No additional information was provided.

Manufacturer narrative:
No testing was performed on the device (B)(4). Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-01560, 01561 and 01562) submitted for devices related to the same event. No additional information will be forthcoming.